Event description:
The ECMO roller pump had an air bubble alarm which stopped the pump. The perfusionist was hand cranking the roller pump and trying to start the machine up but an error code was produced.